Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device left a tear on the graft. There was no patient impact but it is unknown if there was delay. Attempts have been made and no further information has been provided.